Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pylorus preserving pancreaticoduodenectomy procedure, during resection of bile duct, the device broke. The blade was already exposed and did not fire. They exchanged to another product to complete the case. There was no patient injury.